Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and unable to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to recover. A field service engineer (fse) attempted recovery of the failed drawer 6 main. Hardware test application (hta) testing showed the drawer was not opening, so it was force opened. Inspection revealed a bad latch sensor, and debris was removed from under the pockets. The lids were tested, and the station was powered down. The latch sensor was replaced, but the drawer still failed in hta. The drawer was then removed from the station, the retractor band was checked, and both the plunger and inseparable were replaced. Hta was run successfully afterward, and the application was launched. The customer was able to recover and inventoried the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and unable to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.